Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
Upon receipt, the device was visually inspected. The visual inspection revealed severe mechanical deformations of the ICD housing as. As reported and based on the shape of these deformations it is reasonable to assume that the damage to the ICD was caused due to external influences. Due to these severe damages the ICD could not be interrogated, and an electrical testing was not possible. The manufacturing process of the device was re-investigated, and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the review of the quality documents confirmed a regular device manufacturing. The visual inspection of the ICD revealed severe mechanical damages of the ICD. As reported, the deformations occurred due to external influences. There was no indication of a material or manufacturing problem.

Event description:
Device was hit with a bullet and will not interrogate now. Device was explanted and replaced. Should additional information be received, this file will be updated.